Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by nurse that the patient thinks their lead was damaged at a previous hospital visit in (B)(6) due to an IV placement at the lead site of the vns. This is unconfirmed and remains speculation from the patient. The nurse indicated that they patient has been intubated 26 times since the believed damage to the lead. The reason for calling today was because the patient was experiencing a constant seizures and went into status while at the hospital. The patient indicated to the nurse they feel the vns misfiring because of the damage and the increase in seizure activities (unclear exactly when it started). After reviewing the patient information provided by nurse, the patient could not be identified (despite reporting an valid model number). Follow-up by the rep was conducted and they were unable to identify the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.